Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4) implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension.

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that the patient's implantable neurostimulator (ins) was eroding through his skin in the chest pocket, but was not infected. It was relocated to his abdomen with 95 cm extensions. The issue was resolved. The patient's indication(s) for use were essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.